Manufacturer narrative:
(B)(4). Approximate age of device: 1 year, 2 months. The pump was not explanted and was therefore not available for evaluation. A specific cause for the reported hemorrhagic stroke and subsequent patient outcome, as well as a direct correlation with the device could not be determined. No prior events were reported for this patient throughout approximately 1 year and 2 months on vad support. Bleeding, stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the emergency room (ER) due to facial droop. CT scan revealed a hemorrhagic stroke with intraparenchymal shift. The patient¿s inr was 2.2. Neurosurgery was consulted and no intervention was performed. Comfort care was provided, and the vad was manually turned off by the lvad clinicians. The patient expired on (B)(6) 2016. No additional information was provided.